Manufacturer narrative:
(H3) the broken impactor handle reported was likely the result of not fully securing the impactor handle to the humeral head impactor tip and applying force to the impactor at an angle, eventually causing crack initiation, propagation, and ultimate shear fracture at the threads. Section h11: the following sections have corrected information: (section f10) please disregard health effect - impact code. These were entered in error.

Manufacturer narrative:
Pending evaluation.

Event description:
As reported, during a procedure, the impactor tip broke off while impacting final humeral head. No pieces left in patient, no delay to surgery or adverse effects to the patient. The device will be returned.